Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient is getting an intraocular lens (iol) exchange with a za9003 +19.0d on (B)(6) 2018, due to halos and glare intolerance in the left eye. The iol was initially implanted on (B)(6) 2017. Further information provided reports that the lens was explanted on (B)(6) 2018, as planned. An incision enlargement was required at explant. No vitrectomy was required and the patient was reported doing fine when discharged. Visual acuity pre-op (pre-initial implant): 20/30-2 (with glasses). Visual acuity post-op (post-initial implant): 20/50. Visual acuity post-op (post-replacement): 20/80. The following prescriptions were provided besivance, lotemax gel, prolensa. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.